Event description:
The customer reported to olympus that the hd camera head showed error code b30 (scope communication error) on the video processor when inserted during preparation for use. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed to be due to a bad connector. Additional findings were a faded serial plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that poor communication functions have occurred due to poor video connection, resulting in error coding b30. It was noted that the error code b30 is a scope communication error that shows an error that occurs when no communication with the endoscope is possible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.